Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rotatable medium oval snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician extended the snare, however, it would not extend enough. So he attempted to open and close it several times, which lead to ¿the handle [¿] broke¿, but further clarification of the damage to the handle could not be obtained. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a rotatable medium oval snare was used during a polypectomy procedure on (B)(6) 2013. According to the complainant, during the procedure, the physician extended the snare, however it would not extend enough. So he attempted to open and close it several times, which lead to ¿the handle [¿] broke¿, but further clarification of the damage to the handle could not be obtained. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found a pronounced kink in the sheath near the handle, and the handle cannula was noted to be bent. Functional analysis of the complaint could not be performed due to the handle cannula being bent. If the proximal section of the strain relief/sheath is kinked, bent, or curved, the handle cannula contacts the inner sheath during actuation of the device, which can ultimately cause the handle cannula to bend. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device; therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Attempts to obtain clarification to the original event description were unsuccessful. However, the investigation has confirmed that the only damage to the device was the kinked sheath and the bent handle cannula. Therefore, this event is no longer considered MDR-reportable.